Manufacturer narrative:
The insulin pump was received with broken end cap, minor scratches on the lcd window and cracked case at the display window corners.

Event description:
Customer reported via phone call damage on the insulin pump. Troubleshooting for cosmetic damage was performed. Troubleshooting for cosmetic damage was performed. Customer advised they dropped the insulin pump and the entire bottom part of the device fell out. Customer advised they saw the insides of the device, the pulled off wires and other pieces of the interior. Customer advised they were feeding their cows when the insulin pump dropped. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.